Event description:
Additional information from the injecting healthcare professional indicated symptoms resolved an unknown amount of time later. The injecting healthcare professional could not provide an exact date because the patient has been seeing another physician.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "delayed recurrent swelling," "very faint erythema," "some delayed inflammatory reaction," and a "delayed t. Cell mediated reaction" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Adverse events: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness." "Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)." Post-market surveillance: "juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009." "As of (B)(6) 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities." "Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Healthcare professional reported after injection with juvederm voluma xc in the "midface: anterior medial, zygomatic" area, the patient experienced "delayed recurrent swelling" in the "left midface" and "very faint erythema" approximately one month post injection. The physician believes it is "some delayed inflammatory reaction" or a "delayed t. Cell mediated reaction." Prophylactic augmentin and prednisone were provided as treatment approximately 1 week after onset. Initially, symptoms resolved with the prednisone treatment, but then returned within 2 days after discontinuing. Patient was injected with hyaluronidase by another healthcare professional an unspecified amount of time later.

Manufacturer narrative:
.

Event description:
Additional information from the injecting healthcare professional indicated symptoms resolved an unknown amount of time later. The injecting healthcare professional could not provide an exact date because the patient has been seeing another physician.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. The extrusion force value shows an expected consistency of the product. No deviation, anomaly, or change in connection with this complaint were recorded. This complaint is the second one with ¿edema¿ and ¿erythema¿ events reported for this batch. The sterilization cycle is registered as conform.

Event description:
Healthcare professional reported after injection with juvederm voluma xc in the "midface: anterior medial, zygomatic" area, the patient experienced "delayed recurrent swelling" in the "left midface" and "very faint erythema" approximately one month post injection. The physician believes it is "some delayed inflammatory reaction" or a "delayed t cell mediated reaction." Prophylactic augmentin and prednisone were provided as treatment approximately 1 week after onset. Initially, symptoms resolved with the prednisone treatment, but then returned within 2 days after discontinuing. Patient was injected with hyaluronidase by another healthcare professional an unspecified amount of time later.